Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device generator change, the patient's right atrial (ra) lead had no capture and sensing was unstable. The physician elected to reprogram the lead to "off" and it remains in the patient. No patient complications have been reported as a result of this event.